Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of device data stored by this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed per request. Ts discovered intermittent farfield oversensing. This crt-d remains in service. No adverse patient effects were reported.